Manufacturer narrative:
Follow-up received on 24-aug-2016 from lawyer: legal claim was received. Case marked potential legal. In or around (B)(6) 2015, plaintiff underwent a partial hysterectomy to remove her essure coils (see case (B)(4) regarding first pregnancy and other serious events leading to essure removal). Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this non-medically confirmed, spontaneous report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and became pregnant. She experienced gestational diabetes. Her daughter born 5 weeks early (interpreted as premature labour and delivery). Pregnancy is non-serious and listed in essure's reference safety information. The remaining events were considered serious due to medical importance and unlisted. In this case, essure confirmatory test was performed after the delivery and the tube was not closed. Although, in this case pregnancy may have occurred due to tubal patency, an essure's contraceptive failure cannot be excluded. Considering the pathophysiology for gestational diabetes and given essure's local action at fallopian tubes, causality with suspect insert can be excluded. Most of premature births occur spontaneously and are related to preterm labor or preterm premature rupture of membranes and less frequently are medically indicated because of maternal or fetal issues. In this case consumer had prolonged and painful contractions (premature labour) and the baby experienced fetal deceleration, then a c-section was performed. Considering the gestational age when these events occurred a mechanical interference between essure and the developing pregnancy cannot be excluded and this case was thus, considered an incident (serious injury). Patient underwent a partial hysterectomy to remove essure coils (see case (B)(4)regarding first pregnancy and other serious events leading to essure removal). A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
The patient´s weight was 63 kg and height was 155 cm (bmi 26.2). Her medical history included 4 pregnancies with 3 parities and 1 spontaneous abortion and 3 previous c-sections (B)(4)). Previous gynecological interventions, problems or procedures were denied. On (B)(6) 2011, first essure was inserted with lot number 796910, in a post-partum state (7 weeks). It was reported that cervical dilation was done and local analgesia was used. The insertion and the visualization of tubal ostium were easy. Fluid loss was less than 1500cc and the procedure did not take more than 20 minutes. After procedure, patient was instructed to continue with oral contraception. According to the physician, any imaging test was done because patient failed to complete. On (B)(6) 2011, her last menstrual period occurred. On (B)(6) 2011, her first pregnancy was confirmed by blood test. An ultrasound was done on (B)(6) 2011 and a 5 weeks and 6 days pregnancy was confirmed (expected date of deliver (B)(6)2012). On (B)(6) 2012, her baby was born with 35 weeks of gestation via c-section, because of prolonged contractions (4-10 minutes). His weight was 2940g and his apgar score was 6 and 9 (first pregnancy case (B)(6)). Complication during pregnancy and/or delivery were denied. For her second pregnancy with essure (current case), her baby was born on (B)(6)2013 via c-section too. Follow up (B)(6)2015: follow up information received from the medical assistant who had a copy of the patient's report and read it. It was read that patient had premature delivery. Patient has significant history of hyperemesis. She had a PICC (peripherally inserted central catheter) line placed. She had prolonged contractions 2 minutes long every 10 minutes. She had significant pain with contractions. There was concern for concealed placental abruption. Patient had history of 2 prior caesarean sections. There was concern for uterine rupture. Patient had a caesarean section. There were no complications. There was also a diagnosis of gestational diabetes with this pregnancy which was controlled by diet. Ptc investigation result received on (B)(6) 2015. (B)(4). Final assessment: lot 796910; manufacturing date: 11/2010; expiration date: 11/2013 since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a lack of efficacy (two preganacies). Contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality defect per se 8 further ae case report has been received to date with the referred batch 796910, of which 1 cases refers also to a similar lack of efficacy type of event. No unusual pattern could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received on (B)(6)2015: medical assistant stated patient had a c-section. There was fetal deceleration (heart hate decreased) and increased frequency of contractions and they were long and painful. The patient requested a c-section and after discussing about risks versus benefits, physician performed a repeat c-section. There was no placental abruption and no uterine rupture. Company causality comment: this non-medically confirmed, spontaneous report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and became pregnant. She experienced gestational diabetes. Her daughter born 5 weeks early (interpreted as premature labour and delivery). Pregnancy is non-serious and listed in essure's reference safety information. The remaining events were considered serious due to medical importance and unlisted. In this case, essure confirmatory test was performed after the delivery and the tube was not closed. Although, in this case pregnancy may have occurred due to tubal patency, an essure's contraceptive failure cannot be excluded. Considering the pathophysiology for gestational diabetes and given essure's local action at fallopian tubes, causality with suspect insert can be excluded. Most of premature births occur spontaneously and are related to preterm labor or preterm premature rupture of membranes and less frequently are medically indicated because of maternal or fetal issues. In this case consumer had prolonged and painful contractions (premature labour) and the baby experienced fetal deceleration, then a c-section was performed. Considering the gestational age when these events occurred a mechanical interference between essure and the developing pregnancy cannot be excluded and this case was thus, considered an incident (serious injury). A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Event description:
This is a spontaneous case report received from a (B)(6) year-old female patient in united states on (b)() 2014 who had essure (fallopian tube occlusion insert) inserted. The patient's medical history included pregnancies with hyperemesis. According to the consumer, she had 2 coils placed in (B)(6) 2011 to prevent pregnancies with lot number 796910. After three months confirmation test, everything was good, it looked liked it was closed up and none of dye went through. In (B)(6) 2011 (reported as (B)(6) 2011), she got pregnant (first pregnancy, case (B)(4)). In (B)(6) 2012 she got pregnant again (device ineffective); she started getting sick again and had to have PICC (peripherally inserted central catheterisation) line all over again for the fourth time. On (B)(6) 2013, her daughter was born 5 weeks early. She was tiny, but perfect. In (B)(6) 2013, it was found that the tube was not closed and a third coil was placed. The outcome of the event pregnant with essure was recovered / resolved. Company causality comment: this non-medically confirmed, spontaneous report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted, became pregnant, and her daughter born 5 weeks early (interpreted as premature delivery). Premature delivery was considered serious due to medical importance and is unlisted according to essure's reference safety information; while pregnancy is non-serious and listed. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this particular case, the first test performed showed tubal occlusion; after the delivery another test was performed and the tube was not closed. Although, in this case pregnancy may have occurred due to tubal patency, an essure's contraceptive failure cannot be excluded. Regarding the remaining event, most of premature births occur spontaneously and are related to preterm labor or preterm premature rupture of membranes and less frequently are medically indicated because of maternal or fetal issues (eg, preeclampsia, placenta previa, abruptio placenta, fetal growth restriction). These events may pose significant risks of morbidity and mortality for both the fetus and the mother. Although, in this case, no information was provided about the reason for premature delivery, a mechanical interference between essure and the developing pregnancy cannot be excluded and this case was thus, considered an incident (serious injury). Further information and product technical analysis are being sought.